Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: 9735740, version #: 1.0.2. Initial reporter not known at the time of reporting. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that while setting up for the case they tried using the system with the imaging system and it worked. However, when going to search for instrument it wouldn't let them use the key board on the touchscreen. They rebooted which appeared to resolve the issue. Mid way through the procedure after a spin the software zoomed out and shut off. After turning the system on there was an internal connection error. The site used another navigation system for the rest of the procedure. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
H2) additional information added to the event description and initial reporter received h3) the manufacturer representative went to the site to test the navigation system. They were unable to load the application program. They were receiving an intermittent system error code :#64 : internal error occurred and must restart. They attempted to replicate the error after rebooting several times. The error did not present itself. They performed a system checkout as per advanced service manual. All the instruments were recognized and registration passed. Then they tried to rebooted to replicate the error. The error presented itself. The mouse was unstable and the touch screen monitor was inactive. They uninstalled and reinstalled the software application. The application loaded without errors. Then they rebooted the system several times without errors. They performed another system checkout all instruments were recognized and registration passed. There was no test equipment used. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the health care professional completed the case (after a 25 minute delay) using fluoro. The type of procedure being performed was a posterior cervical fusion case. Additional information was received stating that the mouse and touch screen only worked when logged into stealth admin. Uninstalling the app and reinstalling the app resolved the issue.

Manufacturer narrative:
H3: the software analysis reviewed the logs but did not provide any information regarding the cause of reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.